Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event of two cardiovascular events reported on the same pt involving two separate products and associated with mdrs #1225714-2013-00950, 1225714-2013-00951, 1225714-2013-00952.